Event description:
It was reported that the patient is bilaterally implanted. She noted that the sound of the implant on the contralateral ear had changed, it became weaker and distorted. She visited the clinic, where it was confirmed that both devices had malfunctioned. Concerning this implant, the patient's cochlea was ossified. This device with a split electrode was implanted, however, the patient did not receive sufficient benefit with this device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.